Event description:
Medwatch uf/importer report # (B)(4) was received with the following information: while walking patient to the restroom, rn heard something fall to the floor. Rn got patient to toilet, then went back to look at what had fallen. Rn saw evd transducer on floor, with a trail fluid to the toilet (csf). Rn immediately ran to evd and clamped port off from which transducer fell from and was actively draining's patient's csf onto floor. Neurosurgery notified. Port remained clean/uncontaminated, was appropriately cleaned and new transducer replaced. Spoke with rn who filed the event report. She states this transducer disconnected again today when ambulating to the br. These fairly new evd set ups are attached to a fixed point on an IV pole. When a patient is up and walking, the transducer cord has to be disconnected, which leaves the approximately 12 inch cord from the transducer swinging loose. This may produce enough torque to loosen and eventually disconnect the transducer from the buretrol. Will consult with the nicu educator to possibly add some extra teaching for this issue."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The accudrain without the anti-reflux valve (ins8400) was not returned for evaluation and no photos were provided; therefore, an evaluation of the device could not be performed. No defect on the accudrain¿s stopcock was reported. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. As per customer evaluation, the reported event did not occur while monitoring patient¿s intracranial pressure (icp), but as result of allowing the patient to walk with the transducer still connected to the accudrain device. As explained in the complaint description, once the transducer is disconnected from the monitor, it leaves a cord approximately 12-inch cord from the transducer swinging loose (plus plug). This may produce enough torque to loosen and eventually disconnect the transducer from the stopcock on the device. The stopcock/transducer connection only has one (1) moving component and that is the luer-nut on the transducer (none on the accudrain¿s stopcock). In a previous similar event, a simulation was made by moving the transducer from side to side. Even with a good hold between the two (2) components, it was observed that with movement the transducer¿s luer nut would loosen from the connection. Therefore, the most probable root cause for the reported condition is related to product handling at the field as explained by product user. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.